Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the nozzle had foreign objects. The following non-reportable malfunctions were found during the device evaluation: the angle wire was worn causing angle in the up direction to be out of standards and the up down knob to be out of standards. The connecting tube has a scratch, a dent, and discoloration, the distal end rubber has discoloration, the adhesive on the distal end has a white clouded area, the adhesive on the objective lens is peeled, the light guide lens has a crack, the adhesive around the light guide lens is peeled, the air water cylinder has discoloration, the image guide protector has a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had the angle defective and the insertion section was scratched. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an additionally requested inspection. Per additional follow up from the customer, there was a delay in the start of the pre-cleaning, and the endoscope was not presoaked in detergent solution. As a result of component analysis, the foreign substances were protein (derived from humans) and organic silicone (derived from drugs). Protein and organic silicone are not components derived from endoscopes, and possible causes of foreign matter adhesion include insufficient pre-cleaning, insufficient rinsing, and insufficient drying due to buttons not being removed during endoscope storage. The events can be detected/prevented in accordance with the following instructions for use: chapter 5 manual cleaning of the endoscope and endo therapy accessories. Chapter 8 storage and disposal. Olympus will continue to monitor field performance for this device.